Event description:
It was reported that during implant, the pulse generator header was unable to accept the ventricular and atrial lead. Due to resistance, the physician decided not to implant the device. A new device was implanted without difficulty.

Manufacturer narrative:
The device was within specification.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.